Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother states daughter noticed yesterday that her cannula was leaking. She states her daughter smelled insulin and when she looked at her site, insulin was leaking from the headset. No adverse event alleged. Device not available for return.